Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative later reported that the stimulator had been explanted on (B)(6) 2016.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the implant was functionally okay and had insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for malignant pain and spinal pain. Poor communication on the patient programmer was reported. The patient was able to communicate with the recharger. The patient used an antenna, and confirmed that the antenna was secure and attempted to synchronize with the ins but this did not resolve the issue. The patient unplugged the antenna, placed the programmer on the skin directly over the ins, and attempted to synchronize with the ins and this did resolve the reported issue. The programmer would not communicate with the antenna, but would without it. The patient was able to communicate without the antenna and turn the ins off which is what the patient wanted to do. Even though the ins was off the patient felt residual stimulation. It was confirmed that the ins was off. The poor communication began in (B)(6) 2016, the week prior to (B)(6) 2016. The programmer was replaced. Additional information was received from a healthcare professional via a manufacturer representative. The patient experienced overstimulation and residual stimulation. The patient reported that the stimulation sensation continued after stimulation was turned off. It lasted three days on average. The patient stated that this pattern started two months prior to (B)(6) 2016. The sensation was now very uncomfortable as of (B)(6) 2016. The sensation also traveled up to the patient's head. It was noted that the leads had thoracic placement and impedance was within normal limits. Multiple tests with rate resulted in acknowledgement from the patient that the stimulator being on felt different that the residual stimulation feeling. High density programming gave no relief. The patient wanted the stimulation turned off and possibly the device removed. The issue was not resolved as of (B)(6) 2016. No surgical intervention occurred and it was unknown if surgical intervention was planned. An event date of (B)(6) 2016 was noted. The issue occurred during normal use. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.